Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through a full pump reset, did not see the error again after reset, and successfully started a new sensor session.